Event description:
It was reported that a malfunction occurred on the pump, which was currently turned off while the caller remained at the hospital. There was no reported impact to the customer's blood glucose level. Technical support advised the customer to call back once they had access to a charger so that further troubleshooting and pump checks could be conducted.